Event description:
Pt reports an eye infection in 2001. Pt was seen in the emergency room for right eye redness, burning type pain, and increased tearing - diagnosed with a right eye conjuctivitis and right eye corneal ulcer - just off from visual axis per fluorescein uptake exam. Pt reported she thought sand flew into eye; wears contact lenses. Prescribed tobrex. No further info or follow-up medical documentation reagarding this event is available. Per pt, medical records from 2001were burned.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. Based on available info, no conclusion can be drawn.